Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5592-45 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the clinician thought that the implantable pulse generator (ipg) was pacing too fast and was unable to determine if it was sensing correctly, as there were no recent p waves measured. The implantable pulse generator (ipg) remains in use. No patient complications were reported as a result of this event.